Event description:
The patient reported experiencing elevated blood glucose on (B) (6) 2010. The patient changed the infusion set and insulin and blood glucose continued to be elevated. The patient stated there is an issue with the bolus delivery of the infusion device. The patient switched to the backup infusion device and blood glucose levels returned to normal. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.